Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The customer had been rebooting their patient information center in order to hear their blue alarms again. The fse found that the customer was using an unsupported keyboard that was silencing the alarms. The root cause of the event was the unsupported keyboard which is not a philips malfunction.

Event description:
The customer reported that their patient information center was displaying blue alarms that would occasionally stop working. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was not in use on a patient at the time of the event.